Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: the patient underwent a left total knee arthroplasty secondary to pain and osteoarthritis. Depuy implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. Patient received a left knee revision to treat pain, swelling, and crepitus secondary to tibial tray loosening. The tibial tray is loose at an unknown interface and revised. The femoral component and patella are well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with attune products utilizing competitor cement and cement restrictor. The procedure was completed without complications. Doi: (B)(6) 2017, doi: ''(B)(6) 2019'', left knee.